Event description:
Invalid result (s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit . The kit was brand new, so this is an out of box issue. Customer called in because after the test was performed , the cassette had no results displayed in the test result window. Customer confirmed that she had applied 4 drops of buffer solution to the s-well and waited until 15-30 mins. No results displayed; the customer did not see anything appear at all. Customer is not able to send a picture of the test cassette because she does not have the ability to do so.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1120157 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1120157 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit . The kit was brand new, so this is an out of box issue. Customer called in because after the test was performed , the cassette had no results displayed in the test result window. Customer confirmed that she had applied 4 drops of buffer solution to the s-well and waited until 15-30 mins. No results displayed; the customer did not see anything appear at all. Customer is not able to send a picture of the test cassette because she does not have the ability to do so.